Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
It was reported that there were frayed and exposed wires on the power supply cable and that sparking was observed. There were no adverse consequences to the patient. The power supply was replaced.